Manufacturer narrative:
The lot was manufactured december 6-8, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) small volume intermates had ruptured. It was observed during filling. The device was filled manually with saline. There was no patient involvement. No additional information is available.